Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump powered on appropriately with no alarms. The rewind, load and prime steps were successfully performed on the pump. The pump was exercised for 24 hours; after 24 hours, no call service alarms occurred. Unrelated to the complaint, the pump was opened; internal moisture damage was observed on all boards and the pump was unable to be downloaded. Also unrelated to the complaint, the battery compartment was cracked between the bumper pad and the top. A crack was also found in the case near the upper right corner of display. Also unrelated to the complaint, the display was found to be dim and pink.